Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705202; medical device expiration date: 2022-04-30; device manufacture date: 2017-05-23; medical device lot #: 1705133; medical device expiration date: 2022-04-30; device manufacture date: 2017-05-08; medical device lot #: 1705174; medical device expiration date: 2022-04-30; device manufacture date: 2017-05-09. Investigation summary: bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Investigation conclusion: this lubricant is included in the plastic formulation and it is inherent to the design and function of two piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Root cause description: no samples returned. We could not confirm the reported issue.

Event description:
It was reported that white plastic was found in the barrel of a 20ml discardit¿ ii syringe w/o needle. Injury and medical intervention are unknown.